Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when this event occurred; however, it occurred in the med surge department. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.